Manufacturer narrative:
Field service engineer (fse) went to the site to evaluate the device. The fse performed system inspection, cleaned laser optics, filled check list, and test form. Fse examined system for a full day, more the 5k pulses, and no problem observed. The system met candela specifications without replacing any components. The optical fiber was replaced due to customer allegation. Based upon evaluation by the fse, the system would not have contributed to the reported event. The gentlemax pro laser system operator's manual states: never permit reflective objects such as jewelry, instruments, or mirrors to intercept the laser beam. Since patient's earrings were in place during the treatment, it is reasonable to state that laser light reflected off the patient's earring causing or contributing to the noise heard from the handle sounding like an explosion and the hair suddenly catching on fire. In addition, reducing the air flow used during treatment to less than nominal resulted in insufficient cooling of the skin which most likely caused laser burns to the patient's ear. Therefore, the most probable cause for this event is unintended use error caused or contributed to event indicating that the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Additional clinical education was requested for this customer. Review of risk management documents demonstrate that the reported risk is captured and assessed. No further corrective actions required for this complaint at this time. Risk information is then subject to periodic risk reviews and trend tracking, which may require additional actions and/or review.

Event description:
A customer in israel reported that while performing laser hair removal treatment on a patient's ear, a loud noise was heard after delivering 4-5 pulses, the patient's hair ignited and was extinguished. The customer provided images of the patient's ear post treatment with ointment on the ear, three (3) earrings on the lower earlobe and singed hair. The customer noted that "she developed redness but no burn." Erythema/redness is common trivial side effect and/or clinical endpoint that is expected as a result of laser exposure, often transient in nature. On march 19, 2024, new images with additional information were provided by the customer. The customer summarized the event noting "the patient asked to work without zimmer." Customer reported that they lowered the zimmer level from level 7 to level 1 and continued treatment. Customer also noted "there was damp white gauze behind the ear over the hair" and "treatment was done around the ear." Customer reported "when they moved to the earlobe" during treatment is when the loud noise occurred. Additional follow-up information was requested. Customer reported that "gauze was placed on the hairline to protect the hair" and that the "earrings were in place during the treatment." The technician had lowered "the zimmer settings to 1." The patient has not provided post-treatment care information. The new information and photos received march 19, 2024, were reviewed with candela medical director who stated that there may be possible cartilage involvement. A pre-treatment photo is not available to clarify anatomy from potential damage; therefore, candela will err on the side of caution and report the potential for permanent damage to a body structure.